Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exiting the tubing during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed out the infusion set and cartridge and saw insulin exiting the tubing successfully.